Event description:
It was reported by the customer that during use the cardiosave hybrid type e/f plug intra-aortic balloon pump(iabp) replacement of the safety disk. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further investigation, it was identified that the event was only a routine safety disk replacement. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary.